Manufacturer narrative:
The lot no for the device was provided, therefore a lot history review was performed. The devices was returned for evaluation, however. The investigation is confirmed for retraction issue and break but unconfirmed for detachment. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr80104 pta balloon dilatation catheter allegedly experienced retraction problem and break. This information was received from one source. This malfunction involved one patient with no patient consequences. The (B)(6) year old male patient was (B)(6) lbs.